Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 implantable pulse generator (ipg), implanted: 2007-(B)(6); 5076-45 implantable pacing lead, implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported there were high lead thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.